Manufacturer narrative:
An RMA was issued for the replacement of the device. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported an allegation of inaccuracy after merge during a joint case with an ent doctor and a neuro doctor for a pituitary tumor using mach cranial. The medtronic rep noted that the surgeon was alleging the accuracy was "off" in the bony structures of the sinuses but did not specify an amount. They had merged a CT to an mr, using the mr as the reference exam as the neurosurgeons would be using it for navigation. The neurosurgeons then stated that it appeared the system was now more accurate, and that they were going to continue the case with navigation using the stealthstation. There was no impact on the patient outcome.